Event description:
Procedure: vats/wedge segmental resection. Reportedly, the stapler was applied to the lung, but staples were not formed properly. There was bleeding which was less than 200 cc of blood loss. After hemostasis of the structure was made, another staple cartridge was applied to complete the procedure. The procedure was extended less than 30 minutes as a result and there was no damage to the tissue.